Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered swissplus implant and one engaged crown was returned for investigation visual evaluation of the as returned implant identified fracture across the threads and bone residue due to usage. Functional testing and dimensional analysis could not be performed since the product was fractured and damaged.no pre-existing conditions were noted on the per. The reported device had been placed on tooth 44 (fdi) for approximately 9 years. X-ray or picture images were not provided. DHR review for the lot (61686913) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (61686913) and no similar event or complaint was found. August post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on visual evaluation, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011245 and k002188.

Event description:
It was reported implant was removed due to fracture.